Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame: july 1, 2017 through august 31, 2017.

Manufacturer narrative:
September 2017 bimonthly asr report exemption e2013025 the total number of events for product classification code otn is 38. Qty 7- align r retropubic urethral support system qty 2- align rs retropubic/suprapubic urethral support system qty 4- align s suprapubic urethral support system qty 7- align to trans-obturator urethral support system- halo qty 10- align to trans-obturator urethral support system- hook qty 3- align to trans-obturator urethral support system- hook & halo qty 5- align urethral support system h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
September 2017 bimonthly asr report.